Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone.

Event description:
Reports alleged false positive dual flu b and sars result, customer expected negative result, confirmation not performed. No apparent adverse event.